Event description:
On (B)(6) 2012, therakos received a call from (B)(6) for a report of multiple pressure alarms during treatment. Customer noticed pink plasma during treatment and suspected hemolysis.

Manufacturer narrative:
A review of the lot file for z114 was performed. The lot met all release requirements and was released. (B)(4).